Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire could not be advanced through the lead. The lead was replaced and the procedure was successfully completed. No patient complications have been reported as a result of this event.